Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced error 43 more than two times today and insulin pump was having flashing/solid white screen. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and customer was instructed to discontinue the use of insulin pump and revert to backup plan per health care professional instructions. No harm requiring medical intervention was reported. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the self test; it failed rewind test. During motor rewind, the pump returned a pump error 38. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the recurring pump error 38s. Did not note any unexpected flashing white displays during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that multiple pump error 43s occurred on (B)(6) 2025 from 18:14:59 to 18:42:22 and that multiple pump error 130s occurred on the same date from 18:13:26 to 18:26:53. The case was cut open. There is corrosion on/around the following: home motor switch. An attempt was made to turn the motor's gearbox with pliers, and it was jammed. In summary, the customer¿s report of pump error 43s was confirmed in the pump's history but that of a flashing white display was not confirmed during testing. The pump error 43s, 130s, and 38s are due to a combination of a corroded home motor switch and a jammed gearbox. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.